Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 91,900 joules of use and 16:03 minutes, "fiber flashing; fiber tip broke; when pulled the fiber out to clean, the fiber cap disconnected and was stuck in the blue nipple: was noted. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged and the procedure was completed by using a second fiber. Total joules used: 367,779 and total time expended: 1:04:10 minutes. Patient outcome "ok". No injury to the patient was reported.